Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was decreasing. Auto lead diagnostic shows average atrial lead impedance consistent near 600 ohms until 30-oct-2014 when it dropped and remained near 450 ohms.

Event description:
It was reported that there was a polarity switch on the right atrial (ra) lead due to decreasing impedance. The event was not reproduced while having the patient¿s hands pressing/pulling together, pocket manipulation test or raising the arms up. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.